Event description:
A customer observed negatively biased ckmb qc results on the vitros eci analyzer. Biased results of the direction and magnitude deserved may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the reagent metering system was malfunctioning. A field engineer replaced the universal wash reservoir valve. The customer reported that post-service analyzer performance was acceptable. The root cause of the biased results was instrument related.